Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3.: aware date of supplemental mw 2, should have been listed as (B)(6) 2023.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported right side foreign body granuloma.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken striated on anterior side assessed, as surgical damage. Additional observations: brown particles on the surface of the shell. No further actions are required, as the device was implanted.